Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, customer experienced difficulty charging the pump with the wall adapter and usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.